Event description:
Physician was removing six epilepsy electrode strips at bedside instead of in the operating room. Contacts came off three of the strips. On one of the strips an esp-6, all contacts came off the strip. Another esp-6 strip one contact came off the strip. And on one esp-8 electrode strip one contact came off the strip. Medical intervention was required to retrieve the contacts.